Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system did not prompt sing in screen preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cfnapp auto login feature could not be enabled, and the fridge displayed a warning that required a restart. A technical support specialist assisted the customer, performed a hard reboot, allowing the application to start successfully and enabling login. The system functioned as intended after the technical support specialist troubleshot the device.